Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing came apart and leaked.

Manufacturer narrative:
The customer¿s report that the tubing broke at the drip chamber was confirmed to be a separation. The separation was observed at the engagement between the outlet spigot of the drip chamber and tubing components. Inspection of the separated tubing end observed insufficient to no solvent traces and evidence that the tubing was not fully inserted into the outlet spigot of the drip chamber. Dimensional analysis of the components of the separated tubing end and drip chamber spigot were observed to be within specification. Closer inspection of the engagement under a lab microscope observed insufficient solvent at the end of the tubing where the separation occurd. Functional testing could not be performed due to the set's separation and obvious leak that would occur due to the separation. The root cause was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error.

Event description:
It was reported that the tubing separated and leaked. Although requested, further details of the event or information regarding patient outcome or harm was not provided by the customer.